Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose reading was 47 mg/dl and treated with food and tablets. Customer had been using the insulin pump system within 48 hours of reported low blood glucose. Customer stated auto mode feature was not active at the time of low blood glucose event. Customer was assisted for troubleshooting of low blood glucose. The insulin pump will not be returned for analysis.